Event description:
Caller rep of purchasing for reporting facility, states that when they try to suction a home care pt, there is a ridge that the suction catheter is hitting on the tube. Caller states that they still have the obstruction issue but can suction the pt sufficiently with no pt harm. Caller states that they will leave the trach in and will replace at next scheduled trach change. Caller will ring back when trach is removed to be picked up and sent in for analysis.

Manufacturer narrative:
The sample is expected to be returned for analysis.